Event description:
The customer reported that the system did not x-ray and was displaying a generator error message. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep verified the system was arcing on both anode and cathode at the x-ray tube. He cleaned and properly seated the connections at the tube. The tank side was ok. He made a 15 minute exposure at 120kvp and .3ma without any problems. On a later date, the customer reported the system erased/lost all cine runs. The ge service rep installed a new hard drive, cine drive and software. He reloaded the calibration and configuration files. The system operates as intended.